Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No excessive no delivery alarm or motor error alarms were noted. The insulin pump had a cracked case at a display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed motor error while the customer was filling the tubing. Customer's blood glucose level was 169 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting was also performed for "no delivery." Customer stated her blood glucose would be at 200 mg/dl and drop to 40 mg/dl over night. Customer's doctor adjusted her rates. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.